Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6) in an operation, locking could not be done properly. Additional MDR for 2nd screw; reference: related to mdrs below: all med watch submissions related to this report are: 9610612-2017-00628, 9610612-2017-00629. Components in use listed as concomitant devices are: fj942t / abc self-locking revision screw 4.5x15mm, fj911r / abe self-locking assistance, fj910r / abc screw driver f / self - locking screws.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Panasonic dmc tz8 digital camera. First we made a visual inspection of the instruments. Here we found that the thread at the tip of the fj911r is nearly completely ripped off. Next we investigated the hex screwdriver. Here we found that the hexagon of both screwdrivers is proper without obvious wear. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: the thread of the complained locking assistant is completely ripped off. The root cause for the problem is most likely caused by cross threading or to high force during usage. A manufacturing error or material defect can be excluded. No CAPA is necessary.